Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the olympus, model cv-170, video system center would not power on at all. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The intended procedure was a cystoscopy. The procedure was not completed. A delay in procedure occurred, characterized by the reporter, as "not long." The patient was not under general anesthesia.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2, e3 and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been one (1) year since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine whether the reported issue indicated occurred due to the failure of the device. The current product has not been returned to the repair department, so it is not possible to check the status of the current product. When the manufacturing history was checked, it could be confirmed that there were no manufacturing abnormalities or corrections. Olympus will continue to monitor field performance for this device.